Event description:
A customer reported a scan error with the freestyle libre 2 sensor. The customer was therefore unable to obtain scan readings and began to sweat, shake, and experienced a loss of consciousness. The customer was treated with oral glucose by wife, and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. No failure modes were observed upon visual inspection of the plug assembly. The sensor was found to be in sensor state 5 (indicating normal termination). Communication has been attempted between returned sensor and known good reader & it successfully communicated with the returned sensor. Scan timeout error message was not observed. An extended investigation has been performed. The returned sensor was visually inspected & did not observe any abnormalities. The sensor was reprogrammed and the accuracy test was performed. The current was applied to the sensor to perform accuracy testing and accuracy tool while in the test fixture. Since the complaint was not able to be reproduced, therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan error with the freestyle libre 2 sensor. The customer was therefore unable to obtain scan readings and began to sweat, shake, and experienced a loss of consciousness. The customer was treated with oral glucose by wife, and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a scan error with the freestyle libre 2 sensor. The customer was therefore unable to obtain scan readings and began to sweat, shake, and experienced a loss of consciousness. The customer was treated with oral glucose by wife, and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.